Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that all conductors were distorted and the inner insulation was torn.

Event description:
It was reported during the implant procedure, that the lv lead was not used due to no sensing, low impedances and unacceptable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.